Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. The aneurysm was at the anastomotic part of the blood vessel. The vessel was severely angulated. Prior to the stent graft implant a bypass procedure between the rsa and lsa was performed. It was reported that there difficulty deploying the stent graft when the handle was rotated and the distal end did not open enough as the graft cover was not responding to the handle rotation. The physician released 3 stents in an attempt to position the stent graft, but it was difficult to pull the delivery system as the stent graft or delivery system seemed be stacked to the anastomotic part, so it was hard to pull the delivery system. Then, unexpectedly, the stent graft deployed completely at an un-intended location and occluded the lcca. The physician did another bypass procedure between lcca and lsa. No additional clinical sequelae were reported, and the patient is fine. Medtronic has received the device and its analysis is pending.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (deployment difficulties, occlusion, inaccurate placement, removal difficulties), (cause of event is unknown). Evaluation, conclusion: (cause of event is unknown).

Manufacturer narrative:
Results: severely tortuous anatomy). Conclusions: severely tortuous anatomy.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
Evaluation summary: the delivery system was returned with a 3 mm gap between the tapered tip and graft cover. There were two small kinks 4.5 cm and 8.8 cm from the distal end of the graft cover. The y-connector tuohy at the proximal end of the delivery system was broken, potentially due to shipping. Upon investigation of the delivery system, the external slider moved smoothly over screw gear without any apparent issues. No obvious damage to delivery system components was observed. The root cause of the complaint could not be determined; however the deployment difficulties could have been caused by the patient's severe/tortuous anatomy.